Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had pulled back due to twiddler like activity. This rv lead was abandoned surgically. No additional adverse patient effects were reported.